Event description:
The report from hospital say: on (B)(6), 2021, the patient underwent emergency pci due to acute myocardial infarction and the emergency treatment was continued after returning to the cardiovascular department. The operator was preparing the ventilator according to the sop to provide positive pressure ventilation support and assisted breathing for the patient. During connection, the operator found that flow rate sensor could not be connected and the ventilator could not provide positive pressure ventilation support and assisted breathing for the patient. It increased risks in treatment and may even cause death in serious cases. Hamilton-c1 made in (B)(6), 2013

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6), 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to have the flow sensor at hand. The root cause was determined to be a use error. In consequence the patient was transferred to the ICU and a new flow sensor was ordered. There was no patient or user harm.